Event description:
It was reported that the patient presented in clinic for follow up with episodes of over-sensed noise exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.